Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information has been requested but not received to date. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
The hospital staff reported via purchaser that they are having issues with the flexi-trak anchoring device, "in some ambulatory clients, it falls off when up and about." No patient harm was reported as a result of this complaint.